Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed. The reported difficult to remove the filter was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the lot number was not reported. The investigation determined the reported difficulties to remove appears to be related to operational circumstances of the procedure. Based on the reported information, the filter was unable to be removed since the retrieval catheter was unable to advance over the barewire since the self expanding stent system was wound around the wire. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xact carotid stent is being filed under a separate medwatch report.

Event description:
This was a procedure to treat the left internal carotid artery. There was no challenging anatomy. An xact carotid stent delivery system (sds) was advanced and the stent was successfully deployed. During removal of the sds, there was no resistance noted by the physician; however, it looked on angio like the sds may have hit a strut on the distal edge of the stent. The sds was able to be removed easily through the implanted stent. When the sds reached the sheath, there was significant resistance noted. The physician noted that the sds inside the sheath felt "weird" and there was a lot of tightness. It was attempted to manipulate the sds out of the sheath, but it was noted that the resistance was only getting worse and force was being used. The sheath was pulled back a little and it seemed like the inner parts of the sds were unraveling and the nose cone looked separated. The wiring of the sds now appeared to be wound around the nav6 wire and it was attempted to cut the sds to try and remove it from the sheath. After the sds was cut, they tried to remove it, but it seemed like more and more wire was coming out and the sds was not coming out. It was then decided that the filter of the emboshield nav6 needed to be removed as it was still deployed. The physician was unable to use the recovery catheter to retrieve the filter as the sds was wound around the bare wire, so it was attempted to move the sheath up to pull out the filter. The filter was still deployed but was able to be removed and the patient is fine. Everything else was then removed as a single unit and nothing was left in the patient. The left groin was then accessed with a 5fr sheath to view the stent and the area and everything looked great. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.